Manufacturer narrative:
D2: added common device name. D4: added lot#, catalog#, expiration date, di#. G5: updated combo product field, added PMA/510k#. H4: added device manufacture date. H6: conclusion code remains unchanged. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: the records confirm a gore® dualmesh® biomaterial (00822637) was implanted during the procedure. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence." The gore® dualmesh® biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated health effect h6: updated investigation finding h6: updated investigation conclusions h6: health effect impact code: f1903: device explantation h6: medical device component: g04088: membrane the investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® dualmesh® biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use further warn: ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: on (B)(6) 2002: (B)(6) hospital. (B)(6) , md. Operative report. Preoperative diagnosis: ventral hernia, incarcerated. Postoperative diagnosis: same. Procedure: ventral hernia repair with gore-tex mesh. Anesthesia: general endotracheal. Estimated blood loss: 25 cc. Intravenous fluids: 2600 cc of lactated ringer¿s. Urine output: 300 cc. Findings: large ventral hernia which was incarcerated with three abdominal wall defects, the most superior measuring approximately 10 cm, the medial measuring approximately 2 cm, and a small umbilical hernia at the inferior most portion of the defect measuring approximately 2 cm. Specimens: ventral hernia sac. Complications: none. Indications for procedure and brief history: the patient is a 34 year-old male who presented to (B)(6) hospital ec with a ventral hernia of two-years' duration which had become acutely painful over the preceding 12 hours for which the patient sought medical attention. The patient reported some nausea and vomiting, but denied fever or chills, and his last bowel movement was the night previous to surgery. Procedure in detail: ¿the patient was taken to the operating room and placed in the supine position. After adequate general anesthesia had been obtained, the patient was intubated by endotracheal intubation. Because of the patient's iodine allergy, a noniodine prep was used to prep the patient's skin in a sterile fashion. The patient was then draped in sterile fashion. The ventral hernia was identified. The forward process was identified and an incision was made in the midline through the skin using a 10-blade knife. The incision was carried down through the subcutaneous tissue using bovie electrocautery. Using blunt dissection, the hernia sac was dissected free from the most anterior portion of the abdominal wall. The hernia sac was then entered with metzenbaum scissors, ensuring that there was no bowel directly behind the hernia sac wall. The incision in the ventral hernia sac was then carried inferiorly and superiorly to expose the contents of the hernia sac. The contents were identified as transverse colon and small bowel, both of which appeared healthy and well vascularized. The contents of the hernia sac, after exploration, were then returned to the abdominal cavity. The hernia sac was then dissected free from the abdominal wall and resected along the most anterior portion. The left and right superior portions of the fascial defect were dissected free from the hernia sac and abdominal contents. The fascial defect was then explored and it was noted that another defect of approximately 2 cm in diameter was present just inferior to the initial abdominal wall defect. The defects were then connected by using bovie electrocautery dissection through the fascia connecting the two defects. Upon further exploration, it was noted that an umbilical defect was present. The skin incision was carried further inferiorly and bovie electrocautery was used to dissect the subcutaneous tissue and fascia to connect all three hernia defects as one defect. Some omental adhesions were noted to be present with the abdominal wall and were clamped and ligated using 2-0 silk ties. The abdominal wall was then explored and dissected free from the subcutaneous tissues using bovie electrocautery, such that a 1-cm edge was palpable so that strong fascial support could be used to secure the gore-tex mesh. At this point, a 15- x 19-cm gore-tex mesh was inserted into the abdominal cavity and secured using multiple interrupted 0 prolene ties. Once all the ties were in place, the gore-tex mesh was palpated to ensure that there were no potential spaces for further herniation of abdominal contents. At this point, the prolene was then tied down and secured. Once the gore-tex mesh was secured, two jp drains were placed overlying the mesh in the subcutaneous tissues. These were secured with 3-0 nylon. Drains were then placed to bulb suction. The subdermal tissue was then reapproximated using 2-0 vicryl interrupted sutures. Once the skin was reapproximated, approximately 50 cc of irrigation was used and adequate hemostasis was ensured using bovie electrocautery. Once hemostasis was noted to be adequate, the skin was closed using surgical clips. The patient tolerated the procedure well and, at this point, was awakened from anesthesia and taken to the postanesthesia care unit in stable condition. Disposition: to pacu and then to the floor.¿ on (B)(6) 2002: (B)(6) hospital. Implant sticker. Gore-tex dualmesh biomaterial. Item #: 1dlmc04. Lot #: 00822637. The records confirm a gore® dualmesh® biomaterial (1dlmc04/00822637) was implanted during the procedure. Records span (B)(6) 2002 to (B)(6) 2002. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. The gore® dualmesh® biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B7: added medical history. H6: updated results code. Conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: explant preoperative complaints: on (B)(6) 2002: (B)(6), md. Indications: ¿the patient is a 34-year-old white male who was admitted to the hospital the last week on (B)(6) 2002 with abdominal wall cellulitis. He had previously undergone a ventral hernia repair with dual mesh prosthetic placement. This was performed several months previously. Act scan had been obtained which revealed fluid collection posterior to the mesh itself. The patient was treated with antibiotics, and the cellulitis improved significantly. However, the decision was made to explore the wound and remove the mesh if necessary due to the high likelihood that it was infected. The risks and benefits of the procedure were discussed with the patient including bleeding, infection, pain, scarring, injury to small bowel or other intestinal contents, the high likelihood of hernia recurrence, the possibility of wound infection and the possible need for future operations. He understood and wished to proceed. Explant procedure: exploratory laparotomy. Removal of infected dual mesh. Lysis of adhesions. Repair of small bowel deserosalization. Implant: alloderm. Explant date: on (B)(6) 2002 (hospitalization dates unknown). On (B)(6) 2002: (B)(6), md. Operative report. Assistant: (B)(6), md. Preoperative and postoperative diagnosis: infected ventral hernia repair mesh. Anesthesia: general. Complications: none. Estimated blood loss: 100 cc. Specimens: ¿cultures were sent to microbiology as well as the meshed specimen itself was sent to pathology.¿ findings: ¿grossly infected prosthetic mesh with frank pus present.¿ procedure: the patient was taken to the operating room, placed supine on the operating room table. After the induction of adequate general endotracheal anesthesia, orogastric and foley catheters were placed. The abdomen was prepped and draped in the usual sterile fashion. The previous midline incision was opened with the #15 blade. Dissection was carried down through the subcutaneous tissues with electrocautery. There was noted to be a significant amount of induration present as well as scarring. The anterior surface of the mesh was identified, and the dissection was carried in a circumferential fashion around the mesh. At this time, there was noted to be a significant amount of pus present which was emanating from the posterior surface of the mesh. The anchoring sutures were then sequentially removed. The mesh was opened to explore posteriorly and to ensure the safety of intraabdominal contents. In a circumferential fashion, the mesh was removed from the fascia. There were several areas where the small bowel was adherent to the mesh. These adhesions were taken down with metzenbaum scissors and blunt dissection. At one point, there was a 1.5 cm segment of deserosalization of the small intestine. This was repaired primarily with interrupted #3-0 silk sutures. There were no other bowel injuries identified. Once the mesh was removed, the abdomen was irrigated and all gross debris was removed, attention was then turned to possible closure of the abdomen. The fascial edges were not adequate to allow primary closure as expected. Subsequently, we fashioned an 11 x 6 cm segment of allograft acellular skin which is commercially available. This was performed on the back table. Small flaps were raised around the edges of the fascia to allow us to sew the prosthesis in place. This was performed sequentially in a circumferential fashion using #2-0 pds suture. After the mesh was in place, the wound was again irrigated. A #15 flat j-p drain was placed on top of the mesh, and the skin was closed over using interrupted #2-0 vicryl sutures in the dermis and staples were used in the skin. At the conclusion of the procedure, it was noted that the counts were not correct in that an allis clamp was not accounted for. At no time during the procedure was an allis clamp used. An x-ray was obtained of the abdomen. This was reviewed in the operating room with the patient under anesthesia, and there was no evidence of a retained instrument. The patient was extubated and taken to the post anesthesia care unit in stable condition.¿ relevant medical information: on (B)(6) 2005: (B)(6), md. Operative report. Incision and drainage of the abdominal wall infected hematoma. Preoperative and postoperative diagnosis: abdominal wall infected hematoma. Anesthesia: general. Estimated blood loss: 250 cc. Indications: ¿the patient is a 37-year-old man with a history of diabetes, hypothyroidism, obstructive sleep apnea, morbid obesity, depression, and schizophrenia. The patient was admitted to the hospital for respiratory distress on (B)(6). Workup showed the patient had a pulmonary embolism. The patient had been placed on coumadin. The patient was noted to have abdominal wall swelling with tenderness. CT of the abdomen and pelvis showed an abdominal wall fluid collection. The patient was prepped for incision and drainage of the fluid collection with overlying cellulitis.¿ findings: ¿there was a large patch of necrotic skin on the abdominal wall with a large subcutaneous infected hematoma tracking laterally to the left side abdominal wall. There was a large amount of necrotic tissue noted.¿ procedure: ¿the patient was taken to the operating room and placed in the supine position. The patient had fiberoptic-directed nasal intubation. Following induction and intubation, the abdomen was prepped and draped in the usual sterile fashion. The necrotic skin area in the right lower quadrant was entered. Upon entering the skin, there was a large fluid collection with murky bloody fluid. The fluid was suctioned out. There was a large amount of necrotic tissue. The cavity tracked laterally to the left lower quadrant. Following drainage of the abdominal cavity, hemostasis was achieved with electrocautery. The abdominal wall was packed with 20 kerlix. The patient tolerated the procedure well. He is going to remain intubated and will be transferred to sicu for monitoring and possible take back.¿ a potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. The gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Product identification records for the alleged gore device was not provided. Therefore, a review of the manufacturing records could not be performed. (B)(6). It should be noted that the instructions for gore® dualmesh® biomaterial use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿

Event description:
It was reported to gore that the patient underwent open ventral hernia repair on (B)(6) 2002 whereby a gore® dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2002, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: recurrence, revision, infection, pain. Additional event specific information was not provided.